Manufacturer narrative:
It was reported that the sample port on the catheter broke while retrieving a urine sample. The catheter was removed and replaced. Minimal details were provided regarding the incident. The facility confirmed that no patient injury resulted. There was no additional intervention. The sample was returned and evaluated. Visual inspection revealed that the sampling port was detached from the tubing. The sampling port was tested using a syringe on the unused samples multiple times. The drainage tubing was also filled with water and the flow obstructed to the sample port. The testing methods were repeated on stock catheters from the same lot. We were unable to replicate the reported issue. There were no issues with the integrity of the sampling ports. A root cause has not been determined. Due to the reported incident, a medwatch is being filed.

Event description:
It was reported that the sample port on the catheter broke while retrieving a urine sample.